Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the physical device involved in the complaint could not be conducted since the actual device involved was not returned. From visual inspection of the pictures submitted with the complaint, it cannot be observed the wire is broken. A device history record investigation did not show issues related to complaint. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint is not confirmed based on the information provided. Root cause is unknown. Corrective actions cannot be established. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges the inner wire of the tube was found broken and separated. Alleged defect reported as detected by the doctor during use. There was no harm to the patient reported. There was no report of necessary medical intervention. Patient condition reported as "fine". It was reported that the device was discarded by the user. Photos were submitted with the complaint.